Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding removal of a dall miles cable set as part of a planned second stage revision was reported. The event was confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. A review of the provided records by clinical consultants found no indication that the event was related to device design, materials, or manufacturing. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review was not performed as no device specific failure modes were identified. Conclusions: the provided medical records indicated the subject device was removed as part of a planned second stage revision surgery. No device specific failure modes were identified. Clinica review of the provided records found no indication that the event was related to device design, materials, or manufacturing. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported the patient had revision surgery on right hip on (B)(6) 2003 due to unknown reasons. Update: patient's competitor stem and head were revised on (B)(6)-2003 due to infection. During this first-stage revision dall miles cables were implanted in addition to a competitor femoral stem and unipolar head. The patient's components were removed on (B)(6) 2003 as the planned second stage of the (B)(6) surgery.

Event description:
It was reported the patient had revision surgery on right hip on (B)(6) 2003 due to unknown reasons.

Manufacturer narrative:
An event regarding revision involving a dall miles cable was reported. The event was not confirmed. The device was not available for evaluation. The reported device was accepted into final stock with no reported discrepancies. A complaint history review not performed as a reason for revision was not provided. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was reported the patient had revision surgery on right hip on (B)(6) 2003 due to unknown reasons.